Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and display window. Unit received with minor scratched display window. Unit received with partially broken reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 320 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.